Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the nurse stated that on an unreported date in (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on an unreported date in (B)(6) 2011. Treatment included unspecified antibiotics. The cause of the bacterial peritonitis was unknown. On unreported dates in (B)(6) 2011, the patient was discharged from the hospital and had recovered. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated that the peritonitis with (B)(6). Aureus was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis was undetermined. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.